Event description:
Reportedly, on (B)(6) 2019, a shock therapy was delivered when the patient was electrocuted whilst holding an air conditioner during construction. An unplanned device interrogation was requested. During interrogation, a shock delivery was observed in the device memory, however no anomaly was observed regarding the output data (threshold, lead impedance and sensing measurements). The distributer was informed of the event on 25 september 2019. The user would like to know how to adjust the sensitivity of the device, what the meanings of the egm markers are and why the device delivered a shock even though it recognized noise. The shock delivery was deemed inappropriate due to the oversensing of electromagnetic interferences. Preliminary analysis revealed that the atrial and ventricular noise oversensing most probably resulted from electromagnetic interferences (emi) at 60 hz..

Manufacturer narrative:
D3 (email address) corrected. F14 (email address) corrected. G1-2 (first name, last name, email address, phone number) corrected. Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2019, a shock therapy was delivered when the patient was electrocuted whilst holding an air conditioner during construction. An unplanned device interrogation was requested. During interrogation, a shock delivery was observed in the device memory, however no anomaly was observed regarding the output data (threshold, lead impedance and sensing measurements). The distributer was informed of the event on 25 september 2019. The user would like to know how to adjust the sensitivity of the device, what the meanings of the egm markers are and why the device delivered a shock even though it recognized noise. The shock delivery was deemed inappropriate due to the oversensing of electromagnetic interferences. Preliminary analysis revealed that the atrial and ventricular noise oversensing most probably resulted from electromagnetic interferences (emi) at 60 hz.